Manufacturer narrative:
(B)(4).

Event description:
It was reported " one hour after placement of the posterior balloon, the system indicated low counterpulsation pressure, and examination of the catheter suggested a small amount of blood oozing from the balloon, which was considered a rupture of the balloon". The balloon was removed and replaced in the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported " one hour after placement of the posterior balloon, the system indicated low counterpulsation pressure, and examination of the catheter suggested a small amount of blood oozing from the balloon, which was considered a rupture of the balloon". The balloon was removed and replaced in the same insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "a rupture of the balloon" was not able to be confirmed as no part has been returned for evaluation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.